Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient underwent urinary problems, fistulae, recurrence and dyspareunia. It was reported that the patient underwent mesh revision/removal due to voiding dysfunction, urge urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent release of mesh and urethrocystoscopy on (B)(6) 2006 due to voiding dysfunction and urge urinary incontinence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent interstim sacral nerve electrode implant, interstim neurostimulator implant, and electronic programming of implantable pulse generator due to fecal incontinence and urgency, mixed incontinence, and urinary frequency on (B)(6) 2014 by (B)(6) md.